Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not engaging and not functioning. It was further observed that the triggers were sticking. It was determined that there was excessive amount of corrosion on the internal components and the bearings seized. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the small battery drive device was not working at all. During in-house engineering evaluation, it was observed that the triggers were sticking. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.